Manufacturer narrative:
The sagittal saw attachment will be scrapped because it is not a repairable device once it is disassembled.

Event description:
A sagittal saw attachment was sent for eval due to overheating during testing. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.